Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that there was no issue with the phenom or the navien. Ultimately, the rist was not used. The procedure was completed with optimo. The rist catheter was used when raising. Even trying to raise the rist selectively, it did not rise to about c5, so phenom plus and navien were used. Even then, it fell to the aorta, so it was changed to optimo. The procedure was completed using navien inside optimo, so no malfunction report was issued for navien.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the device was induced in order to place flow diverter in the aneurysm in the right internal carotid artery (ica) from the left radial artery. Rist increased, but when phenomplus was increased, the rist fell up to the aorta. This time, the inner was changed to navien 5 fr and the rist was raised again, but it fell to aorta. As such, the procedure was changed to optimo 8 fr and the procedure was completed successfully. A defect with the same content last time has been reported. Last time, the same phenomenon occurred in which the rist from the right radial artery to the left ica fell to aorta. The customer's opinion is that the flexible length is too long, so there might be no backup. The catheter is a guiding catheter specifically for the radial artery approach, so the purpose has not been achieved, so a defect report was requested. The device and any accessories were prepared as indicated in the package insert. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for cerebral aneurysm flow divider placement treatment. The access vessel was the right internal carotid artery (ica) with a diameter of 5mm. It was noted the patient's vessel tortuosity was moderate. No patient symptoms or further complications were reported as a result of this event.